Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the affiliate that the lcsk5 scissors was assembled correctly, but it did not work. Another device was used to complete the case. There was no consequence to the pt.